Event description:
It was noted that the company representative was no longer with the company and further follow up was not possible.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were high intraoperative impedances. During an implant procedure with all new components, all pairs had impedances greater than 10,000 ohms. Of note, three leads were used. A fourth lead was added and tested outside of the patient and impedances were high, as expected, as nothing was conductive. The physician put this lead into tissue and impedances were still greater than 10,000 ohms. Group impedances were also high. When impedances were re run at 3 volts and with a multi lead trialing cable, impedances on all pairs were greater than 40,000 ohms. The patient was under anesthesia, so stimulation could not be tested. It was noted that nothing remarkable occurred with the components. Impedances had started to lower at the end of the procedure and the case proceeded. Additional information was requested; if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead. Product type: lead: product ID neu_unknown_lead. Product type: lead: product ID neu_unknown_lead. Product type: lead. (B)(4).